Event description:
It was reported that the patient experienced a major infection. Inflammatory signs were noted at the driveline exit site after trauma with no purulent discharge. Changes were made to medication and antibiotics were administered. The patient was in ongoing/stable condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced pain with no fever and a wet driveline exit site with erythema. The cultures were identified as staphylococcus aureus and klebsiella oxytoca. The event was still in going condition with improvement in patient condition. The site planned to administer intravenous target antibiotics if patient condition did not improve with oral antibiotics.

Manufacturer narrative:
B3: event date updated. No further information was provided. The manufacturer is closing the file on this event.